Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that per the pump t:connect data, the customer received multiple occlusion alarms. The customer's blood glucose level was in the low 300 mg/dl range. As the customer had not called in at the time of the alarms, tandem technical support was unable to troubleshoot to determine a possible cause of the alarms. The t:connect data showed that after the occlusion alarm, the customer closed out the alarm, but did not change and of the supplies to the pump to address the issue.